Manufacturer narrative:
Comcomitants: (B)(4); 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(4); 180-65-25 - alteon 6.5mm screw, 25mm. (B)(4); 186-01-52 - integrip cc, cluster 52mm, g2. (B)(4); 188-00-05 - wedge plasma s/o sz 5. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification, that a 56 yo patient, initial hip implanted on july 6, 2015, utilizing recalled exactech component parts, underwent a revision procedure. The reason for revision, and date of revision is unknown. No product return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.